Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The customer was having issues with his quick serter. The customer stated that when he releases the infusion set, the released buttons stick and it's hard to insert. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed. Mfg report 1 of 2, medwatch report # 2032227-2001-01953. Mfg report 2 of 2, medwatch report # 3004209178-2011-82452.